Event description:
The clinician reports, that the implant was inserted (B)(6) 2019 in ada 14 of the patient's mouth. Details of surgery are reported as follows: implant surface was not completely covered with bone. On (B)(6) 2019, non-osseointegration of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: pain and mobility. No further patient complications were reported.